Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user, who stated that the brakes failed, reportedly causing her to fall and break her ankle. The end user did not provide any information regarding medical treatment. Repeated attempts to gather additional information and to have the device returned for investigation were unsuccessful. If pertinent information becomes available, drive will file an addendum to this report.